Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of 43 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.